Manufacturer narrative:
H3, h6: the ri bone pins 4 mm x 127 mm, part number rob10010 intended for treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed; thus, a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found related events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up for a cori-assisted ukr surgery, it was noticed that the ri bone pins 4 mm x 127 mm was significantly bent. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.